Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 498 (mg/dl). Customer administed a correction bolus to treat bg levels but received an incomplete bolus alert. During troubleshooting with tandem technical support, it was also noted that the luer lock was slightly loose; however, the pump was performing as intended. Customer was reminded that the bolus sequence must be completed in order for bolus to be delivered. Customer acknowledged.